Manufacturer narrative:
The customer contacted olympus to report that the reprocessor had displayed error codes. Olympus asked the customer when was the last time the water filter replacement was checked. The customer informed olympus that the water filter had not been replaced for over a year. A root cause could not be identified. Based on the results of the investigation, cause was not established. The event can be detectable and preventable by following the instructions for use which state: IFU operation manual ¿7.2 replacing the water filter (maj-2318) should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported there was inadequate handling of the water filter and the water filter was not replaced for over a year. There were no reports of patient harm.